Event description:
Dentist reported that he had placed healos 6 months ago at the lower right mandible ridge. He used a membrane and had primary closure with suture. When he revisited the site, the membrane was present but there was no healos material and limited bone growth. There was good healing of the soft tissue. Doctor was able to place the implants in the bone and the pt had a good outcome. If this were to recur and the bone not form it could result in the need to additional intervention. As a less than optimal outcome was reported, an MDR is filed to document this event.

Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional meter, within 10 minutes: 47 mg/dl (compact plus) and 146 mg/dl (nurse's meter). Customer drank orange juice when he obtained the reading of 47 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.